Manufacturer narrative:
The field service engineer (fse) was not allowed to investigate the event until (B)(4) 2008. The fse performed high sensitivity system check and diagnostic testing which all passed according to instrument specification. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system. The patient sample was retested on a different instrument and the result was within the normal reference range. The initial elevated result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.